Manufacturer narrative:
Reference ID: (B)(4). The radiography 7000 m is a motorized mobile x-ray system designed for diagnostic imaging of both adult and pediatric patients who cannot be transferred to a stationary x-ray system. It supports imaging of various body parts, including the skull, chest, spine, shoulders, pelvis, extremities, and abdomen, in multiple positions such as sitting, standing, and lying (prone or supine). The system utilizes integrated wireless flat panel detectors (large and small sizes) for digital imaging in mobile settings and offers a backup option with cr or traditional film cassettes. Philips received an automatic complaint on the radiography 7000m indicating that the detector was not linking to the system and there was an average impact on the portable detector. No harm was reported. The field service engineer (fse) performed analysis and concluded that the detector was not linking to the system and there was an average impact on the portable detector. Upon follow up, additional information received confirming that the detector was dropped by the user. No sign of tear or wear on the detector itself. Detector calibration performed, and it's passed. System is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was the detector drop. The reported problem was confirmed. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was not linking to the system and there was an average impact on the portable detector. No harm was reported. Upon follow up, additional information received confirming that the detector was dropped.